Manufacturer narrative:
.

Event description:
It was reported that during a cholecystectomy procedure, the clip was loaded crooked. Another device was used to complete the case. There was no adverse consequence to the pt.